Manufacturer narrative:
(B)(4). Method: the heater head of the iw910 mobile infant warmer was received at our fisher & paykel healthcare (fph) regional facility in (B)(4), where it was inspected and performance tested by a trained fph technician. Results: the visual inspection revealed that the heater head casing had a crack down one edge. During testing the error 17 displayed and it was found that the heater element was faulty and the upper harness was discoloured, as was the ceramic insulator. Conclusion: the upper and lower harnesses are used to connect the head unit to the control unit of the infant warmer. Previous investigations of similar complaints revealed that the discoloured harness connectors of the infant warmers were most likely the result of arcing that occurred between two electrical contacts, leading to contact failure. The arcing was probably caused by a poor connection. All components on the harness assembly of the infant warmer are enclosed in a sheath and fire rated by underwriters laboratories (ul). Should the connectors completely fail during the operation, an audible and visual alarm will be registered on the front control panel of the infant warmer, thereby allowing the hospital staff time to act and provide other means of warming. It is likely that the crack on the complaint warmer head is related to a known problem of incompatible cleaning solutions reacting with the polycarbonate plastic and acrylic components of the infant warmer. When the heater head begins to warm up during use a chemical reaction with the incompatible cleaning solution results in gradual cracking and crazing of the heater head. The complaint unit is nearly seven years old. The infant warmer service manual for the affected unit features a diagram of the infant warmer, which highlights polycarbonate and acrylic components and states the following: caution: do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides, hypochlorites, peroxides, glutaraldehyde or cleaning products with a greater than 30% alcohol base; caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces. As part of continuous improvement on 2 june 2010, we changed the material used in the manufacture of the head housing to one that offers greater resistance to environmental stress cracking. We also revised our cleaning instructions to recommend specific proprietary cleaning wipes. The complaint heater head was repaired with a replacement head kit and was returned to the customer after performing an electrical safety and performance check.

Event description:
A hospital in (B)(6) reported that the heater head of an iw910 mobile infant warmer was giving an alarm and displaying an error code this was found by the biomed before patient use.